Event description:
During ercp, stent that had been used on prior patient with the same scope had been expelled. During procedure on prior patient, operator thought the stent was deployed. Ref: mw5061415.